Manufacturer narrative:
Per as received condition, the spiral blade inserter is jammed together with the aiming arm. The tangs on the distal tip are bent and damaged. The appearance of the instrument indicates that it was often and/or forcibly used. Burrs indicative of a galling issue (i.e. Chatter marks) exist on the entire length of the spiral groove shoulder. The top on the handle shows marks of hammering. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by implantation and extraction. The wear and tear or excessive use caused the malfunction of this instrument. Associated to this event we would like to point out that the design has been improved meanwhile to reduce such an occurrence in the future. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents have been reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
A product development event evaluation was conducted and the report indicates that the spiral blade inserter and companion aiming arm are intended for internal, retrograde and antegrade, fixation of femoral nails. The returned devices are used together to advance the spiral blade to achieve distal locking of the femoral nail. The spiral blade, loaded to the inserter, is intended to be advanced by hammer blows to an assembled 357.34 connecting screw which was not returned for evaluation. These devices were reviewed and determined to be suitable for the intended design conformity. The returned samples were received jammed together. The visible helical detail of the inserter shows evidence of chatter marks as a result of the binding/sticking of these devices. The 03.010.051 aiming arm was manufactured prior to the implementation of the changes to the device. Changes were made to the aiming arm in august 2008. These changes improved the overall engagement of the 03.010.084 and 03.010.051 when used together. However, since the returned aiming arm was made prior to the changes, this complaint is valid from a design perspective.

Event description:
It was reported that the device failed during a surgical procedure where the aiming arm for a retrograde spiral blade got jammed in the inserter. It was reported that the devices locked together and the surgeon was not able to get the two apart. There was no patient issue or injury. No additional information was provided. This is report 1 of 2 for complaint (B)(4).